Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported they just finished meeting with their surgeon regarding not feeling stimulation on the left side, and an explant date was scheduled for (B)(6) 2016 to remove the device since it wasn't helping. According to the consumer they were told removing the leads would be a "horrendous" procedure so the surgeon was leaning towards leaving the leads in.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the x-rays did not reveal any fractures in the lead; however both the patient and the physician had come to the conclusion that they will remove/explant the implant. The procedure date had not yet been scheduled.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional via a rep. It was reported that the implantable pulse generator site was painful and was right where the patient sat. The patient requested explant. There were no known environmental/external/patient factors that may have led or contributed to the issue. It was noted that the lead covered the sixth and seventh thoracic vertebrae. No actions/interventions had been taken as of (B)(6) 2017 as the explant had been planned but not yet scheduled. The issue was not resolved but the patient was alive with no injury. The issue occurred during normal use and was reported to have begun on (B)(6) 2017.

Event description:
A consumer implanted for failed back surgery syndrome and spinal pain reported via the manufacturer¿s representative (rep) they weren¿t feeling stimulation on the left side and experienced a loss of therapy. The rep. Met with the consumer on (B)(6) for reprogramming where an impedance check was performed which showed high impedances on the 0-7 contacts. The 0-7 impedance range went from 11,000 ohms to greater than 40,000 ohms with contact six reporting all pairs greater than 40,000. An impedance check was performed on the 8-15 contacts which were all normal. When the consumer was asked if there were any traumas or falls the consumer stated in (B)(6) 2016, they lunged to grab their child and since then they had back pain, however they weren¿t using stimulation at that time due to being overdischarged, so they weren¿t sure if the ¿lunge¿ changed stimulation. Following the impedance check the rep. Tried programming the right side to cover some of the left sided pain, but it wasn¿t covering enough of the painful areas. As a result the physician ordered x-rays and referred the consumer back to the implanting physician for a potential revision. The cause of the high impedances has not currently been determined.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.